Event description:
Customer reported intermittent battery charging issue. There was no reported impact to the customer's blood glucose level. Customer declined follow up, and technical support noted the complaint for closure.